Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum reconstruction surgery after bankart the tip broke. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the tip at the distal end of the shaft of the suturelasso¿ sd, 45° curve right was broken off. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.